Manufacturer narrative:
(B)(4) the device was not returned to atricure. The lot number was obtained and a device history report was done. The device history record was reviewed for lot 67210r. (B)(4). There is nothing in the device history record that would indicate the device was released with any non-conformances that would have contributed to the complaint. Adverse event.

Event description:
Patient had a standalone atriclip procedure (B)(6) 2016. On (B)(6) 2017, the patient presented to the ER with chest pain, shortness of breath, and fluid. The patient was admitted with dressler's syndrome and treated with the surgeon's protocol of a medrol dose pack for 2 weeks.